Event description:
Sales rep reported on behalf of the customer that it wasn't possible to fixate both screws. Alternative products were available and the procedure could be completed without any further delay.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.